Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed malfunction alert 61 indicating an external flash write error, and a restart did not resolve the alarm; a replacement device was shipped and the user reverted to a backup therapy plan while continuing cgm use. Symptoms included no reported impact to blood glucose and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.